Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage keypad trace. No frozen screen or blank display. The lcd board was fine. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had keypad anomaly and display anomaly. The blood glucose at the time of the incident was 81 mg/dl. The customer states the display is blank and no button response. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.